Manufacturer narrative:
(B)(4). The customer returned one psi sheath from a si-09875-e kit. The sample contained obvious signs of use in the form of biological material. The dilator was not returned with the sheath. Visual examination of the psi sheath was performed and no defects or anomalies were observed. After the sample failed functional testing, the sheath was cross-sectioned to inspect the seal. No defects or anomalies were observed. The IFU provided with this kit states: "flush and connect side port to appropriate line as necessary." The hemostasis valve was tested for leaks by occluding the distal end of the sheath. Water was injected with a syringe through the side arm and it was observed that the sheath was leaking through the hemostasis cap. Manufacturing was consulted. Per manufacturing, the seal appears typical and there is no evidence of damage. 100% of the product is inspected in process with the leak tester, and a quality inspection of a sample of 20 pieces are tested with the leak tester for each lot manufactured. There is no evidence to suggest a manufacturing related issue. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit states the following: "flush and connect side port to appropriate line as necessary." "Insert entire length of dilator through hemostasis valve into sheath pressing hub of dilator firmly into hub of hemostasis valve/side port assembly. Place assembly on sterile field awaiting final sheath placement." "Grasping near skin, advance assembly with slight twisting motion to a depth sufficient to enter vessel." The report of a leak through the hemostasis valve after sheath placement was confirmed by investigation of the returned sample. Functional inspection was performed and the psi sheath was found leaking out of the hemostasis cap. A device history record review was performed based on a potential lot number from sales history with no evidence to suggest a manufacturing related cause. Manufacturing was consulted. Per manufacturing, the seal appears typical and there is no evidence of damage. 100% of the product is inspected in process with the leak tester, and a quality inspection of a sample of 20 pieces are tested with the leak tester for each lot manufactured. There is no evidence to suggest a manufacturing related issue. Therefore, the root cause of this complaint could not be determined. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Customer reported during the removal of the catheter, the sheath valve did not work and air leaked inside. The air was quickly removed with a syringe and the device was removed quickly. No patient harm or consequence.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported during the removal of the catheter, the sheath valve did not work and air leaked inside. The air was quickly removed with a syringe and the device was removed quickly. No patient harm or consequence.